Event description:
The pt had a trapese filter insertion in the inferior vena cava. It was successfully deployed. A week later, the pt had gastric bypass surgery and was discharged home 2 days later with out-patient anticoagulation. The pt presented into the ER two weeks later with a dvt and was admitted and fully anticoagulated with IV heparin. Four days later the pt was ambulating in the hall and fell to the floor unresponsive. The pt was coded without success. The pt exired.